Event description:
It was reported that upon opening the box during a procedure the physician found that the plastic packaging covering the blazer ii xp catheter had compromised the packaging in the area of the winged handle and perforated the packaging. It looked like the catheter was not housed correctly in the cradles. The catheter was "sitting proud of the cradle that was supposed to retain it" and the handle perforated the packaging. The procedure was completed successfully with another of the same device and no patient complications occurred. The product will be returned and is being organized by local customer services.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. However, a media inspection was performed. The customer sent two images where is possible to observe a device inside of its package and the clear cover of the package showed a hole, located over one wing of the steering handle. Based on the pictures provided, no more damages/defects were found. The lot number printed on the device matched with the lot number reported by the customer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
B.3. Date of event: unknown. Visual inspection of the device showed the clear cover of the package showed a hole over one wing of the steering handle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. Investigation determined that the reported compromised packaging occurred during transport or storage.

Event description:
It was reported that upon opening the box during a procedure the physician found that the plastic packaging covering the blazer ii xp catheter had compromised the packaging in the area of the winged handle and perforated the packaging. It looked like the catheter was not housed correctly in the cradles. The catheter was "sitting proud of the cradle that was supposed to retain it" and the handle perforated the packaging. The procedure was completed successfully with another of the same device and no patient complications occurred. The product has been returned to boston scientific.

Manufacturer narrative:
Date of event: unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the box during a procedure the physician found that the plastic packaging covering the blazer ii xp catheter had compromised the packaging in the area of the winged handle and perforated the packaging. It looked like the catheter was not housed correctly in the cradles. The catheter was "sitting proud of the cradle that was supposed to retain it" and the handle perforated the packaging. The procedure was completed successfully with another of the same device and no patient complications occurred. The product will be returned and is being organized by local customer services.